Event description:
Pt presented with streptococcus pneumoniae bacteremia and meningitis. Pt had cochlear implant placed in 2001 -advanced bionics hifocus ii device- and had not received pneumococcal vaccine-s-. Pt expired in 2004.